Manufacturer narrative:
(B)(4).

Event description:
Received info the extension had come through the skin and become infected. Physician had planned to revise only the extension, but will need to do the lead as well since the extension is "obsolete" with a flat connection and new extensions would not connect to the old lead. Hcp plans to reuse the current ins. It was not known what was the final outcome at the time of this report. Add'l info has been requested and if received, a f/u report will be sent.